Event description:
Additional information received reported that the cause of the lack of effectiveness was due to a catheter occlusion. The occlusion was determined via a catheter dye study. A catheter revision was performed. The patient did not require hospitalization and was without injury.

Event description:
An unknown catheter issue was reported. A dye study was performed, but the physician was unable to aspirate. The physician stated that "he would send the patient for a catheter revision." The patient experienced a lack of efficacy and an increase in spasticity. The patient was noted to be alive, but with injury as of the date of this report. The medication used within the system was lioresal. Additional information was requested but not available at the time of this submission.

Manufacturer narrative:
Analysis of the catheter (model 8709sc serial # (B)(4)) found no significant anomaly. Non-significant indent in seal was found in the sutureless connector though it did not affect infusion. There was not enough of the indent location in the silicone seal down in the sutureless connector cup and therefore, it did not meet the criteria for occlusion. Final analysis also found no strain relief shroud for the distal side of the pin connector was returned and the distal portion had a 46 cm hash mark on it. This did not match up to any of the other segments returned and it was possible that significant portions of the implanted catheter were not returned. Because of this, no conclusion could be made in regards to the allegation. Analysis of the catheter (model 8709sc serial # (B)(4)) found no significant anomaly. Dried drug or blood occlusion was found in the catheter body. Initially there was an occlusion noticed in one of the segments returned during the decontamination procedure, but the occlusion was broken loose. Pressure testing did not show any holes in the catheter. The proximal end of one of the segment was not smooth and had observed characteristics that indicated the catheter was torn at that point, including the fact the cross sectional view of this end was somewhat circular in shape. This indicated no compression occurred. It was noted that many of the segments returned did not match up. This indicated that certain portions of the implanted catheter were not returned for analysis. Because of the missing segments of the catheter, no definitive conclusion could be made in regards to the allegation of occlusion.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009. Product type: catheter: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009. Product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.